Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 200 units of insulin. The customer reported a blood glucose level of 291 mg/dl, which was addressed with a correction bolus. Review of pump data log book showed that the pump recognized a low amount of insulin in the cartridge. The customer was filled a new cartridge with 200 units of insulin and was able to load new cartridge successfully.